Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele, a rectocele, vault prolapse, and bladder trabeculations. The patient underwent the concurrent procedures of a vaginal paravaginal repair with mesh, vaginal extraperitoneal colpopexy with mesh, and rectocele repair during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat mixed urinary incontinence, vault prolapsed and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, bleeding, urinary/bowel problems, recurrence, neuromuscular problems, vaginal scarring, organ perforation and heavy bleeding for over 6 months after mesh implant. (B)(4).

Manufacturer narrative:
(B)(4) overactive bladder, dysuria. It was reported that following insertion the patient experienced overactive bladder, urinary tract infection, atrophic vaginitis, dysuria, mixed urinary incontinence, dyspareunia, and urgency. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystourethroscopy

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent removal of prosima mesh on (B)(6) 2016 by (B)(6) at (B)(6) hospital (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.